Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 1049092 , manufacturing site: 3005778470.

Event description:
End user states "catheters are twisted due to this cannot pass into drain bladder and recently got uti as he had to touch the catheter with this issue. Consumer has been cathing for 6 yrs for retention." With the problematic ones he said "they come out "twisted like rolled over or bent back" upon removal from the packaging. With this twist essentially he cannot keep the coude tip upwards and so cannot get these to go into his bladder to drain as it feels like he is "wrestling with a slender worm." He gets it far inside but it will not pass his sphincter. He said it is not painful but doesn't feel like it is passing into his bladder properly as he can feel with his other speedicaths or gcafm that don't have these concerns which are usually easy for him to get in. He said last wednesday he went into the va and had a routine urine specimen for check up. He had only one of these catheters with him and attempted to use it to give the sample and it was twisted. He said he touched it in parts not on the sleeve to try and get it in but he was unsuccessful. He even tried removing it and reinserting but could not get it in, again, touching the catheter itself. That next evening, thursday, he said his uti symptoms started. He said he had very cloudy urine and just felt ill. He thinks he got this infection as he touched the catheter so much the day prior. He said his wife had a medication in the house for utis - name unknown and he took it but then friday morning brought in a urine samples to his md, had a visit. He said the urine sample contained some blood in there too he mentioned. His md told him his urine was positive for uti and he said he got an injection (name unknown) in office and ciprofloxacin course for a week which he just finished today and feeling better. He has had utis in the past with other catheters and doesn't always cleanse his meatus prior to catheter insertion." It was explained to him how this can help prevent infections. This emdr addresses the unknown lots associated with the uti.